Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and brokenreservoir tube lip.pt (B)(6) 2017.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 168 mg/dl. The customer reported that where the reservoir lip damaged and broken off. Troubleshooting was performed for damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.